Manufacturer narrative:
Additional devices included on this report are as follows: item # tgu454510/ lot # 13763200/ UDI # (B)(4). Item # tgu454520/ lot # 12750635/ UDI # (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
The following information was reported using an ide (B)(4) emergency use report for the gore® ascending stent graft device: on (B)(6) 2015 the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. In (B)(6) 2015 the patient presented with hypertensive emergency, and a dissecting descending aortic aneurysm. On (B)(6) 2015 the patient underwent endovascular repair of the descending thoracic aorta using two additional conformable gore® tag® thoracic endoprostheses to treat the dissecting aortic aneurysm. On (B)(6) 2019 the patient presented with hemoptysis. A computed tomography angiography revealed areas with extra aortic fluid collection. A pseudoaneurysm was suspected. On (B)(6) 2019 a pseudoaneurysm arising from the vein graft site in the ascending aorta was confirmed during surgical workup. The patient was admitted to an outside hospital with lower extremity weakness, nausea, vomiting and diarrhea. The patient was transferred to the university of pennsylvania hospital for further management due to suspected worsening of a type iii endoleak, and suspected pseudoaneurysm growth. On (B)(6) 2019 the patient underwent ascending aortic thoracic endografting, and relining of the proximal segment of the previously implanted thoracic endograft. A 45mm by 8cm gore® ascending stent graft was implanted, along with a 45mm by 20cm conformable gore® tag® thoracic endoprosthesis. Upon completion of the procedure there was no evidence of an endoleak. There were no further reported issues. The patient tolerated the procedure.